Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft mesher comb was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that the comb of the unit was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the metal strip of the comb on side is twisted and the roller and damaged comb were replaced. This is not a related issue. Product review of the skin graft mesher by (B)(4) on (B)(6) 2018 revealed that the pre-test calibration and sample mesh could not be taken due to the bent comb. The roller and gear had some visible damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by (B)(4) on (B)(6) 2018 which included replacement of the roller, damaged comb, roller gear, comb springs, left hinge, latching pin, and ball detent. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review noted that the pre-test calibration and sample mesh could not be taken due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided since while during the product review it was noted that the device comb was bent, it is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.